Manufacturer narrative:
Insulin pump passed the self test and displacement test. Pump error 63(variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. Pump passed displacement test. Pump received with cracked battery tube threads and cracked case behind the pump near the battery compartment. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm and cracked. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.